Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the cause of the reported issues is undetermined. In this case, based on the reported information and analysis of the returned device, it may be possible that the anatomical conditions during the insertion process or during the activation caused resistance with the thumbwheel inducing the activation issue and mechanical jam. If the device was delivered over a guidewire smaller than .035inch may also induce the failures. The cause of the break noted by the account outside the patient is undetermined; however, it is possible the break in the stent induced the mechanical jam. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in superficial femoral artery with no tortuosity. The 5x120mm absolute pro ll self-expanding stent system (sess) was attempted to be use in the procedure; however, the thumbwheel became stuck and the stent completely failed to deploy. Therefore, the sess was removed from the patient and after removal an attempt was made to deploy the stent outside the patient, a stent fracture was noted. A non-abbott stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.